Event description:
On (B)(6) 2026, a company representative/service personnel contacted technical service to report that operating table trusystem 7000 (product code 1723633, serial number (B)(6)), the table is going up and down on its own. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Initial reporter address: (B)(6). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Upon inspection, baxter technician ran a function test on the keypad and pendant. The baxter technician thoroughly inspected the table and was unable to duplicate the reported issue. The table functioned as designed. However, if the reported event of a table going up and down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.